Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements. An invasive procedure was performed and it was determined the set screw was loose. The connection was secured and this system remains in service. No additional adverse patient effects were reported.